Manufacturer narrative:
Device not returned.

Event description:
Reportedly, patient expired approximately after an implant duration of 0.16 months, after an implant date of 2007, due to unknown reasons.